Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Full UDI # information unavailable since the lot number is unknown. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool® smarttouch® sf uni-directional nav catheter and a clot was discover at the tip of the catheter. Multiple attempts have been made to obtain clarification in this complaint. However, no further information has been made available. This event is MDR reportable since a clot/coagulum has poor adherence to catheters it could be a potential source of embolism.